Event description:
Patient went for liposuction treatment and the doctor used a new tool called j-plasma for the liposuction. The doctor released the patient from his clinic (B)(6) immediately after the procedure. The patient woke up in a pool of blood following the night of the procedure, had only an hour to live when she called 911. She is being taken care of at the (B)(6) hospital due to kidney failures.